Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (B)(4) (dose and frequency were not reported), and dianeal pd2 ultrabag (B)(4) (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, described as "patient made a mistake". On (B)(4) 2011, the patient experienced peritonitis, which did not require hospitalization. On an unreported date, the patient began remedial therapy with vancomycin 1 gm (route and frequency were not reported). The outcome for the event of peritonitis was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was not reported. Dianeal pd2 ultrabag therapy was ongoing. The baxter employed nurse did not provide as assessment of causality for the events of break in aseptic technique and peritonitis in relation to the dianeal pd2 ultrabag therapy.